Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation confirmed the customer allegation, interference (static / lines) with image on screen was due to electronic issue. The most probable cause of this complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope encountered interference (static / lines) with image on screen. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.